Event description:
A customer reported an event of an odor emitting from the sterrad 100s sterilizer. There was no report of haze/mist and no human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.

Manufacturer narrative:
Correction: sex is unknown asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (08/22/2012 ¿ 02/08/2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). The highest risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The vacuum pump was returned and tested. The vacuum pump exhibited an odor while being installed for testing and also failed a test cycle. The reason for return of the vacuum pump was confirmed. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.